Event description:
It was reported the lead impedance was 1289 ohms and threshold 1.5v @0.4ms. The impedance had been 822 ohms (B) (6) 2010 and 691 ohms on (B) (6) 2010. A fracture was suspected. Patient is pacemaker dependent. The lead remains implanted with remote checks being done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.